Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth or weight. The access total bhcg (5th is) reagent was not returned for evaluation. All assay verifications met specifications. Although use error may have contributed to this event, an assignable cause of the elevated access total bhcg (5th is) results cannot be determined with the information provided. All associated mdrs for this event: MDR 2122870-2015-00692, MDR 2122870-2015-00693.

Event description:
The customer reported obtaining elevated beta human chorionic gonadotropin (access total bhcg (5th is)) results which were obtained on the laboratory's unicel dxi 800 immunoassay system (serial number (B)(4)) for two (2) female patients. On (B)(6) 2015, the initial access total bhcg (5th is) result obtained for one patient was 6466.0 miu/ml. The following day, a second reproducible access total bhcg (5th is) result of 4748.0 miu/ml was obtained for this same first patient. Additional access total bhcg (5th is) results were also obtained as follows: 406.6 miu/ml on (B)(6) 2015 and 39.1 miu/ml on (B)(6) 2015. On (B)(6) 2015, the initial access total bhcg (5th is) result obtained for the second patient was 13779.0 miu/ml. The following day, a second access total bhcg (5th is) result of 16690.0 miu/ml was obtained for this second patient. The initial access total bhcg (5th is) results for both patients were released outside of the laboratory and the attending physicians believed that the results indicated ectopic pregnancy. Between (B)(6) 2015 and (B)(6) 2015, the two (2) patients underwent laparoscopy procedures. During surgery it was discovered that the patients did not have ectopic pregnancies. No segments of the fallopian tubes were removed. Both patients were pregnant. MDR 2122870-2015-00693 will address the change to patient treatment that occurred on (B)(6) 2015 for the second patient. The physicians were using the access total bhcg (5th is) assay to determine ectopic pregnancy. Per the access total bhcg (5th is) information for use (IFU), the assay is only intended for use as an aid in the early detection of pregnancy and to detect serum levels of beta human chorionic gonadotropin. It is also noted that the laboratory and the physicians were using a reference range from a previously released assay (access total bhcg). System parameters including calibration and quality control (qc) were running within and passing assay specifications. Sample collection and processing information were not provided for review. No issues with sample integrity were reported by the customer.